Manufacturer narrative:
Patient weight is not available for reporting. Date patient pain began is not known. This report is for an unknown 18mm distal locking screw. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision surgery for hardware removal on (B)(6) 2017 due to post-operative pain and a non-union of a distal humerus fracture. Initially, the patient was implanted on (B)(6) 2015 with a humeral nail as treatment for a distal humerus fracture. On an unknown date after the primary surgery the patient developed pain and was diagnosed with a non-union. On an unknown date the patient was evaluated by the surgeon and the revision surgery was scheduled. During the revision, the humeral nail (7mm x 210mm), a 34mm proximal screw, an 18mm and a 24mm distal screw were easily removed and intact. The patient was implanted with left 6-hole locking compression plate (lcp) extra articular distal plate and fixated with five (5) 3.5mm locking screws and three (3) 3.5mm cortical screws. No surgical delay reported. No harm reported to patient. The procedure was successfully completed. Patient outcome reported as stable. A preliminary evaluation of the returned devices show all three (3) of the returned screws have damaged/stripped threads. This report is for one (1) unknown 18mm distal locking screw. This is report 4 of 4 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (unknown 18mm proximal locking screw, part number unknown, lot number unknown). The subject device was returned with the complaint condition stating: one 7mm ti cannulated humeral nail-ex/210mm-sterile and 3 unknown locking screws were received at cq for evaluation with complaint categories "adverse event : no reported product problem" and with patient harm of pain. The nail and 3 screws show wear marks and damage consistent with implantation and explantation. This complaint was unable to be confirmed at cq as complaint categories are "adverse event: no reported product problem" and patient harm was pain. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as complaint categories are "adverse event: no reported product problem" and patient harm was pain. No new malfunctions were identified as a result of the investigation. A visual inspection under 5x magnification, device history record (DHR) review and drawing review were performed as part of this investigation. There is no allegation of device defect, deficiency or surgical technique error associated with this complaint. Reported as 3 unknown locking screws. Visual inspection at cq. The 3 screws all show wear marks/damaged thread consistent with implantation and explantation. Based upon the geometry and features of the 3 returned unknown screws, it is determined that they are most likely in the 4.0mm titanium locking screw with t25 stardrive recess for im nails family (part# range (04.005.408 - 04.005.450). Furthermore, the returned screw lengths measured 22.56mm, 28.56mm and 36.38mm (calipers ca592 at cq). Therefore, it can be determined that the 3 unknown screws are most likely part#'s 04.005.412, 04.005.418 and 04.005.426. Drawing review: tabulated screw drawing for the family of 4.0mm titanium locking screw with t25 stardrive recess for im nails family was reviewed during this investigation. No product design issues or discrepancies were observed. Unable to determine a root cause. Complaint categories are "adverse event : no reported product problem". If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.